Manufacturer narrative:
The target lesion for the index procedure was the mid left anterior descending (lad). The lesion was reported to be a 90% stenosis proximal to a previously implanted taxus approximately eleven months prior. A cypher 2.5 x 13 mm stent was implanted at 14 atm. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. A male patient with a history of previous mi and subsequent implantation of two non-cordis des experienced a thrombotic event two hours post cypher stent implantation. The reason for the patient's initial admission to hospital was not reported; but an angiogram revealed a lesion in the mid lad. The pre or intra procedural adminstration of asa, plavix, heparin or gpiibiiia and the performance or recording of acts was not reported. The mid lad lesion was described as 90% occluded and proximal to an area of previous non-cordis des implantation (eleven months prior). It is not known if the lesion was pre-dilated prior to the placement of a 2.50 x 13mm cypher stent at a maximum inflation pressure of 14 atm. The patient was discharged from the cath lab on anti-platelet medication; though the specifics of the regimen were not provided. Two hours after the index procedure, the patient developed an mi. A repeat angiogram revealed thrombus within the previously implanted cypher stent. This was treated with the placement of two non-cordis des. The products remain implanted in the patient and are thus not available for evaluation. A DHR review of this product could not be performed since the lot number was not provided. Thrombosis is a known potential adverse event following stent implantation. According to the procedural physician, the thrombotic event may have been the result of the under-sizing of the cypher stent or its' mal-apposition. Based on the information provided, it is not possible to draw a conclusion about a relationship between the device and the event. There is no clear indication that this event was design or manufacturing related. Please note that this is the initial/final report for this product.

Event description:
The report received from the field indicated that two (2) hours after implantation of a cypher 2.5 x 13 mm stent, the patient had a myocardial infarction and was found to have an acute stent thrombosis. The thrombosis was treated by placement of two (2) taxus stents: a 2.75 x 16 mm and a 2.75 x 8 mm stent inside the previously implanted cypher stent. The patient was reported to be doing fine post-intervention. The physician's comment regarding the thrombotic event was that it may have been due to undersizing or mal apposition since a 2.5 mm cypher was used with a previously implanted taxus 2.75 mm stent in the same vessel.